Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead was cut during a non-device related surgery. As a result, the patient was having more pain. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.